Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, pre-treatment computed tomography angiography (cta) showed that the maximum diameter of the aortic aneurysm/lesion was 58.5mm. Patient tolerated the procedure. Reportedly, on (B)(6) 2016, the follow up ultrasound showed that the maximum diameter of aortic aneurysm/lesion was 33mm. Additionally, the left distal common iliac artery aneurysm was noted. Pre-treatment scan showed that the left maximum distal lz diameter was 28mm. On (B)(6) 2017 the maximum diameter of the aortic aneurysm/lesion was 44mm. From october 3, 2018 to february 17, 2022 follow up ultrasound showed that the maximum diameter of aortic aneurysm/lesion decreased in size from 33mm to 30mm. On an unknown date, the patient was in the emergency department with the left groin pain. Reportedly, a plc271200/12808221 was implanted before (on (B)(6) 2015) at the left side and the left iliac artery aneurysm was stable. However, on (B)(6) 2022, it was decided to place the iliac extender endoprosthesis to treat a left common iliac artery aneurysm. Reportedly, the left common iliac artery aneurysm was fixed. The patient tolerated the procedure. On july 6, 2022, follow up cta showed that the maximum diameter of aortic aneurysm/lesion was 34mm. Upon further discussions on august 1, 2022 with dr. (B)(6), the event was not related to the aortic device or procedure. The physician believed that the disease progression caused the aneurysm enlargement.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the physician, the event was not related to the aortic device or procedure. The physician believed that the disease progression caused the aneurysm enlargement. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement.